Manufacturer narrative:
An investigation was completed. The results of the investigation have identified no additional actions are necessary at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Event description:
It was reported a cmf screw became loose from a consolidating mandibular osteotomy site 10 weeks after implant. It was removed and replaced.